Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited oversensing noise. Lead provocation and pocket manipulation was performed and some lead was reproduced. No medical intervention was performed. The patient's condition was stable post event.